Event description:
Broke back molar in half [tooth fracture]. Pain - tooth [toothache]. Toothbrush blow apart, shook, and spun off, and the round part came part way off, but still attached - oral-b [device physical property issue]. A spontaneous report was received via an unknown method on 22-feb-2022 stating that while a male consumer (unspecified age) was brushing his teeth using oral-b power oral care refills (beginning on an unspecified date), on an oral-b power battery toothbrush handle 3744 (beginning in 2022), the toothbrush blew apart/off on him. It shook and spun the round piece somewhat off, but remained partially attached. The consumer reported that this caused his back molar tooth to break in half (beginning (B)(6) 2022). He missed work for three days due to the pain (beginning (B)(6) 2022), resulting in lost wages. He did not go to the doctor and device usage information was unspecified. The event outcomes were: tooth fracture - not recovered/not resolved; toothache - unknown. Relevant history: none reported. Used previously: yes with unknown tolerance. Concomitant product(s): none reported. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.